Event description:
Reportedly, the patient real time egms are not available in the remote monitoring reports transmitted by the subject home monitor.

Event description:
Reportedly, the patient real time egms are not available in the remote monitoring reports transmitted by the subject home monitor.

Manufacturer narrative:
Preliminary analysis showed that the reported behavior resulted from an embedded software inappropriate management in the decision to erase an existing record when the real time egm has to be stored, under specific conditions.

Event description:
Reportedly, the patient real time egms are not available in the remote monitoring reports transmitted by the subject home monitor.